Event description:
A nurse reported that they experienced the system changing settings on its own. The system was switched out. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).